Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported the probe has no sound. It is unknown if the device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
No responses to good faith effort.

Event description:
Problem statement: the customer reported that the probe has no sound. The device was not in use on a patient at the time of the event, there was no adverse event reported. Evaluation: multiple good faith efforts were made to obtain additional information associated with the complaint evaluation of the reported issue, but no response was received. Resolution and conclusion: it is unknown on how or if the customer resolved the reported issue. Therefore, the investigation concluded as cause unknown.